Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated by multiple programmers. The patient is asymptomatic. The patient will be scheduled for device replacement. No further information is available.